Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed that low, out of range high voltage lead was detected on the right ventricular lead during a high voltage shock attempt. The shock was aborted and the patient's rhythm converted naturally. There were no patient consequences.